Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 39 mg/dl. Customer's blood glucose level was treated by eating candy. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. The insulin pump had cracks like splinters. The customer was in a car accident on (B)(6) 2016. The customer was not hospitalized for the event. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.